Event description:
Additional information received reported further event detail regarding the already reported catheter disconnection. The healthcare provider noted the catheter to be disconnected at the pump catheter junction on (B)(6) 2002. It was indicated at that time that the disconnection was confirmed by x-ray; however, the exact date of x-ray was not provided. The patient had gone through withdrawal over the month leading up to (B)(6) 2002, in view of the insufficient infusion of narcotic intrathecally. The patient was at that time experiencing an infection, seroma and cellulitis (see manufacturer report # 6000030-2012-00143) therefore the plan was to continue antibiotics until resolved and then re-explore the pump to connect the catheter pump system. On (B)(6) 2002 the pump was said to be "mobile in the pocket" with mild fluid. The patient had significant nausea and vomiting while going through withdrawal. A reconnection of the catheter pump system was still being planned. It was indicated previously by the patient that the connection was done "non-surgically." Per the hcp notes on a (B)(6) 2002 visit, the pump revision had taken place on (B)(6) 2002. As of (B)(6) 2002, the patient presented with a well healed wound and stable pump. The medications in the pump were morphine, clonidine and compounded baclofen. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that a catheter disconnection from the pump occurred. It was indicated that the health care provider (hcp) manually connected it without doing surgery. The reporter stated that it was very painful. The patient's outcome and no further information was reported. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had constipation on (B)(6)-2002 and had some ecchymosis following the pump revision on (B)(6)-2002.

Manufacturer narrative:
Product ID 8711, lot # j0058186r, implanted: (B)(6) 2001, product type catheter.

Manufacturer narrative:
(B)(4).